Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Technical support was contacted, however no known intervention was performed. The patient was stable and will continue to be monitored.